Event description:
A case of a pericardial effusion leading to a procedural abortion was reported where versacross transseptal sheath and versacross rf wire were used in the procedure. Transseptal puncture was successful using the versacross rf wire; however, the physician had difficulty advancing the verscross transseptal sheath. Intracardiac echocardiography (ice) was used to confirm successful crossing. At this time, an effusion was also noted. The versacross transseptal sheath was removed. Protamine was administered and the procedure was aborted. The patient was stable and required no surgical intervention. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with MFR report number: 3019751610-2022-00022.

Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.